Event description:
It was reported the Gastrointestinal Videoscope exhibited a noisy image. The issue occurred during preparation for use. There was no patient involvement.

Manufacturer narrative:
This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.The device was returned to Olympus for inspection, and the customer's allegation was confirmed.Based on the results of the investigation, a root cause could not be identified. The most probably cause of the malfunction is component failure of the scope connector due to fluid invasion.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.